Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm battery out limit alarm and unable to perform any tests due to button unresponsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's grandchild reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The customer¿s blood glucose level was 227 mg/dl. Customer advised the issues remained unresolved after troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.